Event description:
It was reported that 2 bd alaris pump module smartsite blood infusion set tubing clamp was loose and experienced flow issue. The following information was provided by the initial reporter: please note additional information documented by the nurse manager in (B)(6) one of the safety events involving alaris blood tubing events which may shed light on the issue with the tubing. ¿rn stated that the blue clamp on the normal saline side of the blood tubing was loose and kept on sliding to the open position.¿ **nursing comments at the time of the defect n was administering 1 unit prbc. When checking on blood and volumes already infused- the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. Prbc bag volume was 300.... Pump saying around 500 was infused. Rn noticed blood was lighter than normal and saline bag volume was down. Saline clamp was closed but appears to still have been infusing diluting the blood that was already infusing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that there was an issue with the clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22095260 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.